Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: left side original hardware removed and replaced with non invacare hardware. Original bolts; one bent. Also, with replacement hardware, they did not replace the covered washers or one of the cams. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: left side original hardware removed and replaced with non invacare hardware. Original bolts; one bent. Also, with replacement hardware, they did not replace the covered washers or one of the cams. Reporter stated that he needs this chair returned due to the front caster housing broken or comes out of adjustment several times and knows the frame is damaged.

Manufacturer narrative:
Device was further evaluated. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the compass xe wheelchair of having a left caster that was loose and damage to the left side.

Event description:
Device was further evaluated. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the compass xe wheelchair of having a left caster that was loose and damage to the left side. Product was returned for evaluation. The return fields in oracle state: left side original hardware removed and replaced with non invacare hardware. Original bolts; one bent. Also, with replacement hardware, they did not replace the cover washers or one of the cams. Reporter stated that he needs this chair returned due to the front caster housing broken or comes out of adjustment several times and knows the frame is damaged.

Event description:
Reporter stated that he needs this chair returned due to the front caster housing broken or comes out of adjustment several times and knows the frame is damaged.